Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of anterior knee pain. Dx with patella femoral arthritis. Explanted tibial poly, replaced poly with a scorpio size 7 10mm poly and resurfaced the patella with a size 7.

Manufacturer narrative:
An event regarding pain involving a scorpio insert was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: visual inspection: the device was not returned, however an image of the explanted knee insert was provided. The explanted device was visually unremarkable. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: in conclusion, the liner exchange was performed for procedure-related reasons to improve surgical exposure and not because of any supposed malfunction or problem as also confirmed by the explant pictures that document a normal bearing without wear or other issues. No device-related aspects are thus present and this pi case is not device related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded, patellar degenerative disease progress caused anterior knee pain requiring secondary patellar resurfacing. To improve surgical exposure, the liner was temporarily removed and replaced with a new slightly thicker one. If further information such as device return, operative report, patient history or follow-up notes become available, this investigation will be reopened.

Event description:
Patient complained of anterior knee pain. Dx with patella femoral arthritis. Explanted tibial poly, replaced poly with a scorpio size 7 10mm poly and resurfaced the patella with a size 7.